Event description:
An everflo device was returned to a third party service center alleging the device would not turn on. During evaluation of the device, the device was found to have thermal damage to the pca (printed circuit assembly). A photo of the pca displayed burned/charred components. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.